Manufacturer narrative:
(B)(4).

Event description:
It was reported that long charge times due to the patient's high dft leading to pauses with no shocks were observed. The device was explanted and replaced without difficulty. The patient was discharged and will continue to be monitored.